Event description:
It was reported that an arteriotomy closure of a heavily calcified and tortuous common femoral artery was attempted using a prostar xl with a 10fr sheath after an interventional procedure. Reportedly, only one of four needles could be harvested from the barrel. A backdown was completed and only three needles were visible. The device was removed and a second prostar device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for evaluation. The analysis of the returned device confirms the reported failure to deploy needles. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.